Event description:
The following information was provided by the initial reporter: it was reported that the battery case was broken. There was unknown patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: upon further investigation, found that the downstream occlusion seal was delaminated.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: confirmed customers complaint during visual inspection. Replaced the battery compartment, springs, pogo contacts, separators, gaskets and insulator. Upon further investigation, found that the downstream occlusion seal was delaminated, the upstream occlusion seal was buckled, the lens was scratched, the remote dose connector had bent and broken pins and the rear housing was cracked. Replaced the occlusion seals, lens, lens seal, remote connector, rear housing, gaskets, insulator, speaker, adhesive, harness, power switch, battery door, keypad and labels. Updated software. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing). Unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.